Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress ,the helix of the lead was extrinsically bent,visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the procedure the helix became blocked while trying to re-position the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.